Event description:
It was reported a new ICD system was implanted without complication. Five hours post implant, the rv lead had perforated the rv apex and the patient developed a pericardial effusion and cardiac tamponade. A median sternotomy and pericardial window were performed. The device and rv lead were explanted. The patient survived the surgery. A dnr was established by the family and all life support was removed. The patient later expired.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4) was received.